Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of 391 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, alarm history showed a spanish anomaly alarm, signal too low alarm, and an unexpected restart alarm. After removing infusion set, cannula was bent. Customer was advised that tubing clamp would be sent in order to complete high pressure test. No further information provided.